Manufacturer narrative:
H6: method codes: 3331 was mistakenly omitted from the supplemental report submitted 12/12/2018. Additional follow-up confirmed the oil leak came from the spare bottle of oil located inside the sterrad. The fse removed the spare bottle and confirmed the unit was working within specifications. The assignable cause of the smoke/haze/mist and fluid leak/spill issue is the stock bottle of oil located inside the sterrad, the fse removed the bottle and confirmed the sterrad 100s was working to specifications. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an "oil mist " emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
On (B)(6) 2018, asp realized it was incorrectly reported in the report submitted on 9/10/2018 that the oil mist filter was replaced to resolve the haze/mist issue. The fse found no problem with the operation of the sterrad 100s sterilizer but determined that an oil leak had occurred due to cracks in the stock bottle of oil inside the equipment. The unit was working within specifications. The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. Asp will continue to track and trend this issue. (B)(4).